Event description:
Procedure type: low anterior resection according to the reporter: the surgeon is very experienced at using the eea. He fired the instrument and when he removed it there were unformed staples in the tissue and also some staples stuck on the eea stapler. He said that the tissue donuts were not complete. This has never happened to him before. He then had to transect out that section of bowel/rectum and redo the anastomosis (handsewn). There was blood loss, greater than 500ml; significant extra operating room time required (more than two hours).

Manufacturer narrative:
(B)(4).